Manufacturer narrative:
Unit passed displacement test and selftest. Successfully downloaded history files and traces using thump. Pump error 63 alarms on (B)(6) 2025 17:27:09.000 and (B)(6) 2025 18:55:16.000 with both linenumber: 147 filenumber: 2017, variable 15 were present in the pump history file. Per software r&d pump analysis log - ble the pump error 63 was triggered in file h_drvpiezo.c (fln_drv_piezo_c_p = 2017 main_file_names.h) in line 147 (system_hw_error_check) in function void h_drvpiezo_setvolume (), suspecting hw error problem with twi interface or with ad5161 chip. The pump was cut open and corrosion was noted on the force sensor asembly during visual inspection, no moisture or physical damage was noted on the electronic stack or motor assembly. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: minor scratched lcd window, damaged display window cover (scratched), pillowing keypad overlay, cracked case at belt clip rail corner, cracked battery tube area, partially broken off belt clip rail, faded serial number label, and scratched case. Pump error 63 was confirmed during analysis, problem isolated to the electronic assemblies. Corrosion on the force sensor was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a hardware low-level failure (pump error 63). The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed, and the customer was able to clear the error and able to complete the rewind and successfully complete the fill cannula delivery test. The error table indicated that the pump requires replacement. No harm requiring medical intervention was reported. The customer was instructed to revert to the backup plan per the health care professional's instructions. Mmt-1884 was requested, and the customer's response was that the device would be returned.